Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced visual acuity fluctuation on both eyes (ou) at a 3 month post op exam. A description from the surgery center indicated the patient has a history or amblyopia on left eye with best corrected visual acuity (bcva)for left eye is 20/40. The patient¿s chief complaint was of dry eye. The patient¿s comments were of post op visual acuity was fluctuating and after laser treatment (p/o), needs glasses for distance and near vision. The patient states prescription keeps changing. The patient purchased spectacles (sunglasses) for the outside for the right eye. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -2.25 x 2, left eye pre-op 20/30 1.25 x -5.75 x 170. Bcva from (B)(6) 2017: right eye post-op 20/25 .00 x - 1.00 x 35, left eye post-op 20/40 1.50 x -2.00 x 175.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.